Event description:
It was reported that the patient had a small opening in the midline incision. The patient was prescribed antibiotics and a dressing to treat.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7084679.